Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the implantable pulse generator (ipg) cardiac compass data was invalid. The device functionality was not affected, no action was required, and the device remains in use. No patient complications have been reported as a result of this event.